Manufacturer narrative:
.

Event description:
On (B)(6) 2019, this patient underwent a frozen elephant trunk procedure to treat an ascending thoracic aortic aneurysm that extended into the descending thoracic aorta. After the frozen elephant trunk portion of the procedure, a conformable gore® tag® thoracic endoprosthesis was implanted in the descending thoracic aorta. On (B)(6) 2019, the cardiovascular surgeon noticed a slight "bird beak" at the distal end of the conformable gore® tag® thoracic endoprosthesis during follow up imaging. The surgeon did not know why the "bird beak" was present. As the surgeon was concerned about future issues that could be caused by the "bird beak", he decided to extend the conformable gore® tag® thoracic endoprosthesis with another conformable gore® tag® thoracic endoprosthesis (tgu343410). The "bird beak" was resolved.